Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip. No cracked on screen noted.

Event description:
It was reported the customer had a crack on their insulin pump. The customer's blood glucose was unknown. The customer stated the crack was located on the right hand side of the lcd screen, near the buttons. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.